Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 200°f. The likely cause was identified as worn bearings. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient or staff impact. Repair escalated to product event on evaluation due to overheating.